Event description:
The customer reported that while running a hepatitis assay, summit sample handler, misread a sample barcode as "017 kc50976" instead of "017 kh45776". No error message was generated. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.